Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device can't white balance. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube had dents and was unable to perform white balance, with additional dents on the edge and cracks on the side of the video connector. A root cause could not be determined. However, based on the investigation findings, it is likely that the malfunctions¿specifically the dents on the outer tube, the inability to perform white balance, and the cracks on the side of the video connector¿were caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.